Event description:
When using the endo button drill, the drill piece broke off within the patient. C-arm confirmed that the remaining piece was in the patient. Per md, removal of the piece would cause more harm. Md informed parents of the incident.